Manufacturer narrative:
Visual inspection: visual inspection identified a breach which starts on the periphery that moved along the anterior shell that went around the valve component area and back towards the periphery where it stopped approximately 20mm from the periphery's edge. The approximate total length of this breach is 190mm (when the product was held in such a position that the brand name was upright and horizontal). Product inspection: pressure testing could not be completed due to the size and position of the breach. Microscopic examination (x10) of the breach identified a clear initiation point and well defined edges which are indicative of mechanical trauma. The product met all manufacturing and quality specifications post MFR. Conclusions: the breach was not a manufacturing fault.